Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was getting the cannot provide settings and settings not available screen. Patient stated she lowered one and tried to go up. Patient was at 5.9v and now could not go above 0.3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, head/neck (non-malignant), and headaches. It was reported that there was a settings not available message seen on the patient controller. The patient was implanted on (B)(6) 2018. At the time of the placement, the manufacturer representative had left stimulation on because the patient¿s headaches were so bad. The patient was being implanted to treat headaches. At the time, they were getting out of range impedances on electrodes 6 and 7 and some out of regulation messages on the tablet and patient controller. The manufacturer representative had met with the patient on the day of the report and wanted to determine why the patient was getting the settings not available message. When interrogated, an alert indicated that electrodes 5, 6, and 7 were out of range. Impedances were run with the reference of electrode of 0 and they got the following values: 1 660 ohms 2 750 ohms 3 780 ohms 4 770 ohms 5 780 ohms 6 40,000 ohms 7 40,000 ohms the manufacturer representative had electrode configuration of 0+ 1- 2+ 3- 4+ 5-, intensity of 5.6 milliamps, pulse width of 450 microseconds, and a rate of 40 hertz. The manufacturer representative increased intensity and stated that she was getting no out of regulation at 6.5 milliamps, and it was too strong at 6.8 milliamps. The manufacturer representative did not see the out of regulation alert on the tablet. When going back to the patient controller, it showed the setting not available message. The manufacturer representative decreased stimulation down to 0 milliamps and could not increase again because they were still getting the settings not available message. The manufacturer representative interrogated with the clinician programmer tablet again. An alert was displayed that said that electrodes 4, 5, 6, and 7 may be open or short. The impedances were re-run with electrode 4 as a reference and it provided the following values: 0 770 ohms 1 730 ohms 2 700 ohms 3 620 ohms 5 590 ohms 6 40,000 ohms 7 40,000 ohms the impedances were re-run with electrode 5 as the reference and it provided the following values: 0 790 ohms 1 760 ohms 2 740 ohms 3 690 ohms 4 590 ohms 6 40,000 ohms 7 40,000 ohms it was reviewed that the manufacturer representative should duplicate the group and remove electrodes 4 and 5 since the clinician programmer tablet alert indicated that here could be a problem with them. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.